Event description:
It was reported that the patient had been hospitalized with blood glucose levels exceeding 250 mg/dl high ketones, vomiting and dehydration, while wearing the pod. The patient reports their personal diabetes manager (pdm) is not holding its charge and the bolus history is missing. Once at the hospital the patient was treated with intravenous (IV) of fluids and insulin. The patient was prescribed zofran (4 mg) to be taken every 8 hours. The patient was released from the hospital after 6 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.